Event description:
New information received notes that the right ventricular lead continued to exhibit noise. The physician capped and replaced the lead on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented at a follow-up in clinic. Upon review, the right ventricular lead exhibited noise that was not reproducible with isometrics. No intervention was performed. The patient was in stable condition.